Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse examined the analyser and found the sample probe and ise tubing had become blocked by a piece of separator gel from the sample tube. Fse replaced the sample probe and the ise tubing to resolve the issue. Beckman coulter internal identifier is (B)(4). No patient demographic information (age, gender, weight, race or ethnicity) was provided. (B)(6).

Event description:
The customer reported receiving erroneous patient results for sodium, potassium and chloride on the au5800 clinical chemistry analyzer. The erroneous results were not reported outside of the lab. There was no change in patient treatment in association with this event.